Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump passed the unexpected restart error test. No unexpected restart alarm noted. No moisture damage found on the battery tube and vibrator assembly however, moisture damage was found on the electronic assembly and motor during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 216 mg/dl. The customer reported going into the pool while connected to the insulin pump. It was also found an unexpected restart alarm occurred after a new battery was inserted. The customer also reported the insulin pump had a blank display and the buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.